Event description:
Our affiliate is reporting the following to us: ¿longer procedure and particulates release. During its use, the shaver released metallic particles inside the knee. The packaging of 8 shavers were opened but each one presented the same issue. Some metallic debris were sticking to tissues. They stopped using the sheaver" also see associated mdrs 1221934-2014-00007, 1221934-2014-00009, 1221934-2014-00010, 1221934-2014-00011, 1221934-2014-00012, 1221934-2014-00013, and 1221934-2014-00014.

Manufacturer narrative:
The complaint device has not been returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of (B)(4) devices that were released to distribution. We cannot discern a root cause for the reported failure mode; although one possible root cause could be the reuse of the single use device. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting the following to us: "longer procedure and particulates release. During its use, the shaver released metallic particles inside the knee. The packaging of 8 shavers were opened but each one presented the same issue. Some metallic debris were sticking to tissues. They stopped using the shaver." Also see associated mdrs 1221934-2014-00007, 1221934-2014-00009, 1221934-2014-00010, 1221934-2014-00011, 1221934-2014-00012, 1221934-2014-00013, and 1221934-2014-00014.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received, it will be reflected in a follow-up medwatch report. Device eval: awaiting return.